Event description:
It was reported that the lead had dislodged and was not capturing, resulting in presyncope. A lead revision procedure was performed, but the lead failed to maintain its position. The decision was made to explant the lead. The lead will not be returned for analysis.

Event description:
The implanted dual-chamber ICD went into elective replacement mode after 4 months of service without any therapy delivery. The device was replaced with a different dual-chamber ICD. Dates of use: 2009.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
The damage found was sustained during the surgical procedure.